Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Cracked on right plunger case and missing rubber feet. Both seals were removed. Duplicated the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. High profile c9 broken off from interconnect board caused the issue. Replaced interconnect board. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over 4 years old.

Event description:
It was reported that a acu watchdog failure alarm was experienced.